Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 month. Instructions for use (IFU): precautions for disappeared or frozen endoscopic images important information - please read before use before use [warning] if the endoscopic image is frozen or disappeared, the camera cable could become damaged. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the endoscope. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, "withdrawal when any irregularity is observed". Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high-definition autoclavable camera head cable is broken. There were no reports of patient harm.